Event description:
The first unit of blood was taken down, obtained 2nd unit and verified. Spiked second unit and hung on baxter triple channel colleague pump. When turned to the correct position, tubing below 1st round white came loose and sprayed blood on pump, floor, bed, and nurse. Stopped spray with hand and reinserted tubing and discontinued unit and tubing. New unit of blood obtained and given with new tubing. Baxter pump in failure mode and not repairable by biomed. One unit of blood was also wasted.